Manufacturer narrative:
The complaint of suspected infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient may have an infection near the ipg site but it was not confirmed. The patient was given antibiotics as a precautionary step. Blood work and CT scan may be undertaken.